Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's external paddle controls were inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's external paddles were returned. The malfunction was observed and attributed to a faulty connector receptacle on the paddles. Replacement external paddles were sent to the customer. Analysis for reports of this type has not identified an increase in trend.